Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that the patient requested compatibility guidelines for airport security screening devices and they reviewed guidelines for implanted medical devices as described at www.tsa.gov. The patient was currently in (B)(6) and wanted to know if he was going to have an issue going back through airport security because he had an issue on his way out to (B)(6). The patient was advised to bring external components to prevent any undesirable stimulation sensations when going through theft security gates. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.